Event description:
It was reported that before an unknown procedure, the obturator could not come off from the outer sleeve properly before use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.